Event description:
A distributor contacted stryker to report that their device unexpectedly shut down while in use. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer¿s device and was able to verify the reported issue through review of the software logs, but unable to duplicate. The battery pins, rear case, and power pcb were replaced as a precaution. The cause of the reported issue could not be determined. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
A distributor contacted stryker to report that their device unexpectedly shut down while in use. This issue is patient related; however there was no adverse event reported.